Manufacturer narrative:
(B)(4).

Event description:
It was reported that a missing sensor wire occurred. The sensor was inserted into the thigh which is off-label usage of the device, on (B)(6) 2024. On (B)(6) 2024, the patient felt pain and discomfort at the sensor insertion site. While waiting for the sensor warm-up to complete, the patient¿s sensor failed. Therefore, the patient removed the sensor and noticed that the sensor wire was missing. She also noticed the sensor insertion site was red. On (B)(6) 2024, the patient decided to go to the emergency room (ER) for evaluation. At the ER, the patient underwent an x-ray and ultrasound. The ultrasound confirmed that the sensor wire was under the patient¿s skin. The patient did not want to have surgery to remove the sensor wire. Therefore, the doctor prescribed the patient oral bactrim. The patient went home on the same day. The patient was ¿generally okay¿ at the time of report. No product or data was provided for investigation. Problem could not be confirmed, and probable cause cannot be determined. No additional patient or event information is available.